Event description:
It was reported that the patient's device stopped working 15 years ago and the patient never followed up with her physician.

Manufacturer narrative:
(B)(4). Lead model: 3888-28, lot#: l39865, implanted: (B)(4) 1997, explanted: na; extension model: 7495-51, serial# (B)(4), implanted: (B)(6) 1997, explanted: na; programmer model: 7434-e , serial# (B)(4).